Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical device: addr01 ipg, implanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing. Also, the implantable pulse generator (ipg) appeared to be under reporting the atrial burden. The atrial burden and cardiac compass don't match the histogram data possibly due to post-modeswitch overdrive pacing (pmop) and collection delay. Reprogramming was discussed and the lead and device remain in use. No patient complications have been reported as a result of this event.